Event description:
It was reported that during a routine device change out procedure, the atrial lead exhibited high impedance and high thresholds in the bipolar configuration. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.